Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the root cause of the malposition is unknown; however, the movement was minimal. The pvl was likely due to position of the valver in combination with annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During deployment of the sapien xt valve during rapid ventricular pacing (rvp), the valve was placed a little too high causing moderate 2+ pvl. A second valve placed. Initially the valve was positioned 50:50, however, the valve moved during deployment, landing 60:40 aortic:ventricular, resulting in moderate 2+ pvl. The valve was post dilated with +1.5cc of contrast, which yielded no change. After much discussion between the physicians and reviewing echo, it was felt that it would be in the best interest of the patient to place a second valve. A second sapien xt valve was deployed 40:60 a:v within the first valve. Repeat echo showed the pvl had reduced to mild. The patient remained in stable condition. The patient¿s native aortic annular diameter was 20.7mmx27.9mm by CT with an area of 461.7mm2. The native valve and leaflet calcification was mild. The image intensifier angle and the coaxial alignment of the delivery system and valve were reported as good, ventilation was held and there was no loss of pacing capture during valve deployment.